Event description:
It was reported that approximately, one day after implantation of left ventricular (lv) lead, twitching occurred. Unable to avoid at the setting. The lv was removed and replaced with a different lead. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.